Manufacturer narrative:
(B)(4). The customer stated the defibrillator is not charging the battery. No patient involvement was reported. A biomed evaluated the device and verified the failure. The issue was determined to be a failure of the battery pca. The battery pca was replaced to resolve the issue. The device remains at the customer's site.

Event description:
The customer stated the defibrillator is not charging the battery. No patient involvement was reported.